Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation at it was implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Per imagery review, there was one (1) strut bent outward at the inflow side. In addition, the patient's left access vessel had presence of calcification and tortuosity. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the valve frame damage was confirmed based on the imagery provided. The available information suggests patient factors (calcification and tortuosity) and/or procedural factors (excessive device manipulation) likely contributed to the event as it was reported "during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, there was a lot of push force noted through the iliac in the 14fr esheath+. Under imaging, a bent strut was noted". Additionally, per imagery review, the patient's access vessel had calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, there was a lot of push force noted through the iliac in the 14fr esheath+. Under imaging, a bent strut was noted. A decision was made to not attempt to pull the valve back into the esheath+. The delivery system and valve were advanced, and the valve was implanted successfully without any issues. There was no patient injury. The delivery system and esheath+ were removed intact without any injury to the vessel. Additional information was provided indicating there was some resistance felt as the 14fr esheath+ was tracking through the left common iliac which was calcified. Additionally, the excess push force was noted when the delivery system and valve were in the sheath shaft/fully expandable portion of the esheath+. At the time, the valve was tracking through the common iliac bend. The perceived root cause of the event was excess push force through the left common iliac tortuosity and calcium. Imagery was provided for evaluation. Per review of the imagery, there was one (1) strut bent outwardly at the inflow side.

Manufacturer narrative:
The investigation is ongoing.